Event description:
It was reported by the rep that the (1) 578sd was used during a laparoscopic tubal ligation procedure. It was reported that the gasket broke off the trocar during the procedure. It was reported that the gasket was removed and there was no injury to the pt. The surgeon called the sales rep.